Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 568 mg/dl. The cause for the reported issue was unknown. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.